Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The reporter stated that the automated impella controller (aic) presented a controller error alarm, which was resolved by transferring to another aic with no reported impact on the patient.

Manufacturer narrative:
Investigation summary: data analysis: ¿ on the complaint date, sep 11, 2025, the case associated with the reported complaint was initiated with sn: (B)(6). ¿ 18 minutes after the case was initiated, the pump was removed and reinserted twice. ¿ upon the second reinsertion, two minutes after the pump restart, the console displayed ¿controller error (opm comm stopped) [optical pump connected] ¿ alarm,¿ event #1043 (B)(4). This confirms the reported failure mode. ¿ the logs also reported processsamplingdatafromopticalbench: sentstopacquisitioncmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. ¿ real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) were ultimately reported as +16384 values, after which no further samples were recorded. See attachments for relevant rt logs (B)(4). ¿ the absence of snr samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. ¿ subsequently, the pump was moved to the second console, (B)(6), as per the constellation. Note: the log entry processsamplingdatafromopticalbench: sentstopacquisitioncmd ack also indicates the sentstopacquisitioncmd flag was set when entering ossi_sampling_stopped_state which eventually led to a false communication stopped condition. A software anomaly record was already opened in response (gid-dft-2927090). Device analysis: this console was tested after arriving at fs. The console ran a known-good pump and purge without reproducing the loss of placement signal and controller error alarm. Root cause: the root cause of the controller error alarm and loss of placement signal was due to an aic software anomaly. Device history lot: n/a. Device history batch: subcomponent name: aic system software v12.2. Material number: spec-2831. Lot number: n/a. Serial number: n/a. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? N/a. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
D.9 the device was returned and the date received was added. H.6 updated investigation codes due to the device returning. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.